Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem could not be confirmed using system logs. Visual inspection showed scratches on the unit¿s cover as well as on the top of the bezel. Functional testing of the erbe on the system revealed that the unit¿s ground pad did not read. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the customer-reported issue is attributed to a defective ground pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that the grounding pad was not working. Tse observed no errors on the logs. Prior to calling in, the customer tried both dual and single pad on the patient and could not get it to turn green. Tse verified with the customer that the integrated electrosurgical unit (iesu) or erbe was set to either. Tse had requested to put the grounding pad on their forearm, and it still would not turn green. Tse recommended to use the force triad pedals and run the monopolar energy to finish the case. The procedure was completed as planned with no reported injury.